Event description:
The customer reported that the sys was not properly saving pt image data. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an on-site investigation. The hard disk drive was evaluated and replaced. The sys was tested and found to be working as intended and returned to svc.